Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was feeling small discharges from the device at the same time once a week. This began after the patient received a shock from the device that was deemed inappropriate due to aberrantly conducted atrial fibrillation (af). However, the episode s-ECG showed a rather sudden change in signal morphology with a sudden change in signal polarity and stability of the rate that was more consistent with a ventricular tachycardia (vt), and the shock did terminate the rhythm. Technical services reviewed the available device data and found the shock impedance for the delivered shock was low, out-of-range at 5 ohms, indicating a shorted condition. The episode showed suspicious signals after the shock delivery, indicating the device was likely damaged during the shock. The sensation the patient was feeling was likely the device's weekly shock impedance check. Technical services recommended admitting the patient to the hospital and replacing the device and thoroughly evaluating the electrode. It was reported the patient was not seen in the clinic or admitted to the hospital, and a device replacement was planned for at a later date. The patient has been followed for 26 years and was implanted for primary prevention, with no history of vt/vf. Technical services discussed it was not possible to stop the weekly impedance check, but the physician could deactivate device therapy to avoid potential shock delivery. In any case, the patient is considered unprotected and immediate device replacement was recommended. No adverse patient effects were reported. It was later reported that the patient was seen in the clinic and therapy was deactivated. Additionally, a cardioversion was performed for the patient's atrial fibrillation (af). A device replacement procedure was planned for (B)(6). The patient was anxious about having therapy turned off and returned to the clinic the following week requesting that therapy be programmed back on. However, the device was not able to be interrogated with several programmers and therapy remains off.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was feeling small discharges from the device at the same time once a week. This began after the patient received a shock from the device that was deemed inappropriate due to aberrantly conducted atrial fibrillation (af). However, the episode s-ECG showed a rather sudden change in signal morphology with a sudden change in signal polarity and stability of the rate that was more consistent with a ventricular tachycardia (vt), and the shock did terminate the rhythm. Technical services reviewed the available device data and found the shock impedance for the delivered shock was low, out-of-range at 5 ohms, indicating a shorted condition. The episode showed suspicious signals after the shock delivery, indicating the device was likely damaged during the shock. The sensation the patient was feeling was likely the device's weekly shock impedance check. Technical services recommended admitting the patient to the hospital and replacing the device and thoroughly evaluating the electrode. It was reported the patient was not seen in the clinic or admitted to the hospital, and a device replacement was planned for at a later date. The patient has been followed for 26 years and was implanted for primary prevention, with no history of vt/vf. Technical services discussed it was not possible to stop the weekly impedance check, but the physician could deactivate device therapy to avoid potential shock delivery. In any case, the patient is considered unprotected and immediate device replacement was recommended. No adverse patient effects were reported. It was later reported that the patient was seen in the clinic and therapy was deactivated. Additionally, a cardioversion was performed for the patient's atrial fibrillation (af). A device replacement procedure was planned for (B)(6). The patient was anxious about having therapy turned off and returned to the clinic the following week requesting that therapy be programmed back on. However, the device was not able to be interrogated with several programmers and therapy remains off. The device and electrode were explanted and replaced on (B)(6), as planned. The device was again not able to be interrogated. During the procedure, obvious damage was noted on the electrode's insulation near the header of the device. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was feeling small discharges from the device at the same time once a week. This began after the patient received a shock from the device that was deemed inappropriate due to aberrantly conducted atrial fibrillation (af). However, the episode s-ECG showed a rather sudden change in signal morphology with a sudden change in signal polarity and stability of the rate that was more consistent with a ventricular tachycardia (vt), and the shock did terminate the rhythm. Technical services reviewed the available device data and found the shock impedance for the delivered shock was low, out-of-range at 5 ohms, indicating a shorted condition. The episode showed suspicious signals after the shock delivery, indicating the device was likely damaged during the shock. The sensation the patient was feeling was likely the device's weekly shock impedance check. Technical services recommended admitting the patient to the hospital and replacing the device and thoroughly evaluating the electrode. It was reported the patient was not seen in the clinic or admitted to the hospital, and a device replacement was planned for at a later date. The patient has been followed for 26 years and was implanted for primary prevention, with no history of vt/vf. Technical services discussed it was not possible to stop the weekly impedance check, but the physician could deactivate device therapy to avoid potential shock delivery. In any case, the patient is considered unprotected and immediate device replacement was recommended. No adverse patient effects were reported. It was later reported that the patient was seen in the clinic and therapy was deactivated. Additionally, a cardioversion was performed for the patient's atrial fibrillation (af). A device replacement procedure was planned for (B)(6). The patient was anxious about having therapy turned off and returned to the clinic the following week requesting that therapy be programmed back on. However, the device was not able to be interrogated with several programmers and therapy remains off. The device and electrode were explanted and replaced on (B)(6), as planned. The device was again not able to be interrogated. During the procedure, obvious damage was noted on the electrode's insulation near the header of the device. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned electrode was also thoroughly inspected and analyzed. Examination of this product identified a cut in the insulation 2.3 centimeters (cm) from the terminal pin. Evidence of melted metal was observed in this same location. Analysis concluded this electrode was cut, exposing the inner conductor coil, and resulting in arced energy that damaged the associated s-ICD. This finding contributed to the observed noise, oversensing, and low shock impedance measurement. It was suspected that the electrode was inadvertently nicked during the previous device replacement procedure in 2020.